Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a leak. The customer reported blood glucose value of 2 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-332a. The customer reported low blood glucose. It was unknown the leak past the 2nd o-ring. The customer does not feel ok to troubleshoot. No further patient complications were reported. Product return for mmt-332a is not expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that she had put in a new reservoir but suddenly did not feel okay and saw that the pump was wet from insulin and that the new reservoir was empty. She did not say that there was a leak. Customer alleged over delivery. Customer asked what to do. Helpline advised customer to go to the hospital. Customer did not mention treating with glucose/carbohydrates. Pump was used at the time of the low.